Event description:
Device 1 of 3. Reference MFR report #1627487-2012-12516, 1627487-2012-12517. It was reported, the patient was unable to move arms and legs following implant surgery. Reportedly, the physician explanted the system. It was reported, the patient regained movement in arms and legs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.